Event description:
During the elective removal of a competitive pacemaker, the lead insulation was separated with evidence of blood within the insulation and varying lead impedances. No further injury or complications associated with the event.